Event description:
It was reported that bd syringe 2ml ls luer cracked the following information was provided by the initial reporter: staff has noticed a crack on 2ml syringe 302204 lot 3141695 which leaks when liquid is drawn up the syringe.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Barrel crack and leakage other based on DHR review, no abnormalities were observed during production. At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station per shift with no abnormality observed. Current control there is qa routine leak test inspection in place to check for syringe leakage. There is an in-process inspection damage component for barrel crack. Qa outgoing inspection there is visual inspection for damaged syringe as per mqa-013/a. Based on the return samples, it was observed damaged barrel is noticed at the same position, approximately at the location scale mark at ¿1/2ml and 1ml¿ height. The team has investigated different sections of machine and matched potential area which could leading to damaged barrel. The probable root cause could be due to machine outfeed dial are out of alignment which eventually leading to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. Action has been taken to communicate with production technician on the importance of clearing jammed and removing defective parts at immediate action as it may led to damaged barrel, thereby to raise awareness of production technician on the reported defects. The affected batch run before the action taken.

Event description:
Staff has noticed a crack on 2ml syringe 302204 lot 3141695 which leaks when liquid is drawn up the syringe.

Event description:
Staff has noticed a crack on 2ml syringe 302204 lot 3141695 which leaks when liquid is drawn up the syringe.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is a 3 hourly outgoing inspection as per mqa-013/a check for damage and 2 hourly in-process inspection in place as per mfg-006/m to check for damage. Due to no sample, no photo was returned, root cause could not be determined. Complain will be monitored and reopened if sample is returned.